Manufacturer narrative:
Service inspected the analyzer and found liquid from a leaking r1 wash cup valve caused a shortage in the electrical extension generating the visible smoke and burning smell. The damage was limited to the electrical extension only, which was replaced. Additionally, service cleaned the leak and replaced the leaking valve, manifold kit (rohs), which resolved the issue. A review of the analyzer¿s service history was performed and found no additional complaints of smoke or burning smell in subsequent complaints. A review of tracking and trending data in the product monitoring review found no systemic issues or trends for the part associated with the complaint. A review of complaints did not identify any additional complaints pertaining to smoke or burning caused by the part. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the architect i2000sr (sn (B)(6)) processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a heavy leak coming from the back of the architect i2000sr processing module. The field service representative (fsr) performed troubleshooting and discovered that on the pump bay, the r1 wash cup valve was leaking. The customer informed the fsr that due to the instrument leak, smoke and a burning smell was seen coming from one electrical extension where the lis computer and a non-abbott analyzer were connected. There was no harm to the user or impact to patient management.